Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level was 350 mg/dl at the time of incident and the current blood glucose of the patient is 266 mg/dl. The customer does not allege pump was under delivering. The customer also reports pump was not worn during a medical procedure/test around an MRI. Customer declined to perform the high pressure test. The customer was treated with insulin drip and manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.